Manufacturer narrative:
H.6. Investigation summary eighty five sealed 32g x 4mm pen needle samples were returned from lot. No. 9226281, cat. No.320141. Visual examination was carried out on all eighty five sealed samples and no issues were observed. Investigation conclusion visual examination was carried out on all eighty five sealed samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause description no issues were observed with the returned samples therefore no root cause can be identified. Rationale based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that a broken needle occurred at an unspecified time with a bd micro-fine¿ ultra¿ pen needle. The following information was provided by the initial reporter, "we have a patient who always uses these needles and she returned a box yesterday because a lot of these needles break down... We gave her a new box to compensate for the ''bad'' box."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a broken needle occurred at an unspecified time with a bd micro-fine¿ ultra¿ pen needle. The following information was provided by the initial reporter, "we have a patient who always uses these needles and she returned a box yesterday because a lot of these needles break down... We gave her a new box to compensate for the ''bad'' box.".